Event description:
It was reported that during a recanalization procedure, the helix of the device allegedly fractured. It was further reported that the fractured piece was not able to be removed. Reportedly, a bypass surgery was performed to remove the broken catheter tip that was left inside the patient's body. The current status of the patient is unknown.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the sample was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation, the catheter tip was missing in the returned sample. Helix was removed from the tube by cutting the tube at the connector. This revealed that the helix was broken at 24.5 cm from the catheter tip. Broken helix with catheter tip was not returned for further investigation. Therefore, the investigation is confirmed for the reported helix break issue. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiration date: 11/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the helix of the device allegedly fractured. It was further reported that the fractured piece was not able to be removed. Reportedly, a bypass surgery was performed to remove the broken catheter tip that was left inside the patient's body. The current status of the patient is unknown.

Event description:
It was reported that during a recanalization procedure, the helix of the device allegedly fractured. It was further reported that the fractured piece was not able to be removed. Reportedly, a bypass surgery was performed to remove the broken catheter tip that was left inside the patient's body. The current status of the patient is unknown.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the sample was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation, the catheter tip was missing in the returned sample. Helix was removed from the tube by cutting the tube at the connector. This revealed that the helix was broken at 24.5 cm from the catheter tip. Broken helix with catheter tip was not returned for further investigation. Therefore, the investigation is confirmed for the reported helix break issue. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 11/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.